Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
New information received notes it was noted that the right ventricular (rv) lead exhibited recurrent noise. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes it was noted that the right ventricular (rv) lead exhibited recurrent noise oversensing and high capture threshold. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.